Event description:
Invalid result (s). Customer performed test on several kits but keeps getting clear line on the t. He also has a red line on the c and that looks normal. I did send a picture of the result.

Manufacturer narrative:
Final product manufacture and qc record for cov3030007. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Please see the (B)(4) attachment. The test results of retention samples from cov3030007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer performed test on several kits but keeps getting clear line on the t. He also has a red line on the c and that looks normal. I did send a picture of the result.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.